Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undefined high impedance and short v-v intervals. It was further noted the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.